Event description:
It was reported that the 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred. The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer was advised to replace the graphical user interface (gui) printed circuit board (pcb). Customer was instructed to call back if the recommendation did not correct the failure. Covidien was not authorized to service the device